Manufacturer narrative:
Submit date 08/04/2016. The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no nonconformance records related to the reported issue for the involved lot. No changes were identified that may impact the product/process related to reported condition during a period of six months prior to the manufacturing date. The physical sample was not received for analysis and investigation; however three photos were provided by the customer. Visual evaluation of these photos was performed and it revealed a guide wire inside a palindrome catheter. It was not possible to detect if the guide wire was not pulled out smoothly or any defective condition with the guide wire, since the images were not clear enough. The manufacturing process was reviewed to determine potential points of damage to the guide wire. The result was that the operations that are applied to the components are light and the handling of the pieces is manually done. Therefore, there are no elements encountered during the manufacturing process that could origin the condition reported. The guide wire is cover by a plastic component which has the purpose of assuring the integrity of the stainless steel. This component has defined characteristics as part of its design which makes it flexible for gentle manipulation during use. Based on event description and pictures provided the guide wire was in good condition before the insertion, evidently there were attempts to insert the guide wire and this attempts required manipulation. This manipulation could cause the reported condition. The reported condition was not confirmed. The product was manufactured according to specifications and it functioned as intended for the reported amount of time. No defective conditions were identified before the insertion of the catheter and no problems were detected in the first steps of the guide wire placement. The defect occurred after the use and manipulation. Despite the defect was not confirmed the most probable cause is related to an inappropriate manipulation by the customer at the moment when the guide wire was intended to be removed from the patient and catheter. No complaint triggers or trends were identified, therefore corrective or preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 07/05/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states the guide wire could not be pulled out smoothly after the catheter was implanted. The surgeon had to pull out the guide wire together with the catheter by force and it was found the problem was caused by toughness loss of part of the guide wire.

Manufacturer narrative:
Submit date: 11/09/2016. The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no nonconformance records related to the reported issue for the involved lot. No changes were identified that may impact the product/process related to reported condition during a period of six months prior to the manufacturing date. The product sample was received for analysis and investigation; the sample consisted of one guide wire and a palindrome catheter. The guide wire and catheter present signs of use (blood residues) and came inside a plastic bag. Visual inspection was performed and it was observed that the guide wire was stretched and kinked on different points. The catheter did not present visual defects. As part of the evaluation, the guide wire was passed through the extensions lumens (arterial and venous); and as result the guide passed easily through both extensions. Dimensional test was performed and measures where within specifications. Three photos were provided; the photos showed a guide wire inside the palindrome catheter; however it was not possible detect if the guide wire was not pulled out smoothly. The guide wire is covered by a plastic component which has the purpose of assuring the integrity of the stainless steel. This component has defined characteristics as part of its design which makes it flexible for gentle manipulation during use. Sample evaluation and dimensional test revealed that no defective conditions were identified in the guide wire. The guide wire was received kinked and stretch which implies that there were attempts to introduce it and it was heavily manipulated. There is no evidence to link this failure with manufacturing activities. Based on the available information the probable root cause for this issue is related to an improper manipulation during the insertion. No trends or trigger were identified, no harm was reported for this complaint and this is not a manufacturing/supplier related event, no further corrective or preventive actions are required at this moment. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.